Manufacturer narrative:
The insulin pump was received with deep scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube and cracked reservoir tube window.

Event description:
It was reported that the customer had a crack on the screen of the insulin pump. The customer's blood glocuse level was 87 mg/dl. The customer stated that he was not sure were the damaged occur. The screen of the insulin pump was bad to read. The customer was advised to discontinued the use of the insulin pump and revert to backup plan. The customer was advised that the insulin pump was going to be replaced. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.